Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to loose acetabular cup. Pt. Mr# (B)(4).